Event description:
It was reported that this system with a cardiac resynchronization therapy defibrillator (crt-d) and a right ventricular (rv) lead showed what appears as air bubbles during closing of a system upgrade. Premature ventricular contraction markers were observed on the screen with pacing inhibition in lab post operatory. Different programming options were discussed for this system. The crt-d and the rv lead remain in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.